Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process. Pt reported that moisture was found on two consecutive days in the cycler, this MDR is one of two MDR's reported to the MFR. Please see the other event referenced in this report which is filed under MDR #: 8030665-2013-00279.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Moisture was found on the cassette plate of the cycler on (B)(6) 2013 and the previous evening, (B)(6) 2013. This MDR is in reference to the event that happened on (B)(6) 2013. The origin of the leak could not be identified. Pt did not receive any antibiotics after the event and has not adverse effects. Sample has not been returned to the MFR.